Event description:
Originally reported to idtf, patient self-tester reports: protime system inr results between 5.7. Unspecified lab system inr result 4.0. Patient therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). Manufacturer method, results, conclusions: manufacturer evaluation pending product return.